Manufacturer narrative:
User reported discrepancies between bg and sg readings. Escalation analysis indicated that there were situations in which estimated values provided by the evesense app were entered as calibrations rather than true bg values. Customer care recommended that the user re-link their sensor to clear calibration history and any potential calibration misalignment. Post re-link, the system was showing good agreement with the calibrations entered. Per dms review, the user was using the system with up to date information.

Event description:
On april 22 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.